Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that: "ett repeatedly popped off at the hub resulting in an ett exchange. Patient was on a peep of 14 for lung recruitment. With disconnections, pt would desat and take time to recover from each event." Patient was reported as fine post the incident with no reported harm or consequence. Associated complaints 3003898360-2025-00193.